Event description:
The customer requested an event log review to confirm if a heparin bolus was given correctly. The bolus was heparin 50 units/ml with intended programming of 235 units over 10 mins. The pt was receiving a continuous primary infusion of heparin at 53.3 units/kg/hr (3.3 ml/hr) from a 50 ml bag. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The associated pcu event log indicated the bolus infusion of heparin was initially started at 50 units/kg ((B)(6)) about 01:52 am and not the reported 0024 hr. It could not be ascertained if the record clock times were accurate or still at day light savings time. The user stopped the bolus just shy of 2 minutes after the start, delivering 0.542 ml. The user then reprogrammed the bolus infusion to 235 units/kg but at the first two attempts received a pop up message that the bolus vtbi exceeded the projected remaining continuous vtbi. The user confirmed the message then entered a new vtbi of 150 ml for the primary infusion. The user then completed the programming at 235 units/kg with the duration at 10 minutes. The bolus infusion was performed, over riding the soft guardrails limit of 50 unit/kg, resulting in an overinfusion. At the time the bolus infusion was programmed, the primary infusion was infusing at 2.9 ml/hr (46.77 unit/kg/h) and not at the reported 3.3 ml/h (53.3 unit/kg/h).